Event description:
It was reported that the colono videoscope had white foreign material in the forceps channel and could not be removed and the brush could not be inserted. The issue was found during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the component of the foreign material that clogged in the biopsy channel of the device was ¿methyl stearate.¿ unlike the components in the biopsy channel, methyl stearate is not a component derived from the endoscope. Therefore, we presume that it was mixed in during handling, but we were unable to identify the circumstances under which it became mixed in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: ¿pcf-h290zi IFU reprocessing manual ¿chapter 5 reprocessing the endoscope_5.5 manually cleaning the endoscope and accessories. Chapter 8 8.1 precautions of storage and disposal caution¿ in reprocessing manual in IFU and check the handling environment to ensure that all dirt is cleaned and rinsed thoroughly during reprocessing, and that residual water in the channel and drying are not insufficient after cleaning.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.